Event description:
It was reported the patient developed an unstageable sacral pressure sore (2cm x 2cm), whilst the dressing was in place. Nurse unsure if the dressing contributed to the sore, but believe the injury was likely multi-factorial.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. (B)(4).